Event description:
The manufacturer has been recently made aware of a potential injury associated with a previously reported motor vehicle accident. No specific details have been provided. The mva was initially reported to the device manufacturer on 9/10/2021, however; there was no report of injury at that time.